Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment. The information was received from various sources. Both malfunctions involved patients with no reported patient injury. One of the patient's is a 66 year old female who's weight was not provided. The remaining patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot numbers for both malfunctions were provided, therefore lot history reviews were performed. For one malfunction, the device was not returned, however, medical records were provided and reviewed. The investigation is confirmed for the reported detachment. For the remaining malfunction, the device was returned to the manufacturer. The investigation is confirmed for detachment issue.the root cause could not be determined based upon available information. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot numbers for both malfunctions were provided, therefore lot history reviews were performed. For one malfunction, the device was not returned, however, medical records were provided and reviewed. The investigation is confirmed for the reported limb detachment. For the other malfunction, the device was returned to the manufacturer. The investigation of the returned device was confirmed for the reported break. The root cause could not be determined based upon available information. The devices are labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment. The information was received from various sources. Both malfunctions involved patients with no reported patient injury. One of the patient's is a 66 year old female who's weight was not provided. The remaining patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot numbers for both malfunctions were provided, therefore lot history reviews will be performed. For one malfunction, the device was not returned, however, medical records were provided for review. The investigation confirmed for the reported detachment. For the remaining malfunction, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment. The information was received from various sources. Both malfunctions involved patients with no reported patient injury. One of the patient's is a (B)(6) year old female who's weight was not provided. The remaining patient's age, weight, and gender were not provided.